Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the abdominal aortic aneurysm. During the procedure, gore® dryseal sheath with hydrophilic coating valve shrunk and small amount of blood leakage was observed. The sheath was replaced to a new gore® dryseal sheath with hydrophilic coating without any further issues. The patient tolerated the procedure. (Captured by psts#26318) on an unknown date, follow-up examination revealed proximal type I endoleak. On (B)(6) 2022, the patient underwent reintervention. An additional stent graft was deployed just below the lower right renal artery. A slight residual proximal type I endoleak was confirmed. The patient will be monitored. The patient tolerated the procedure. The physician stated that he was not able to completely resolve the proximal type 1 endoleak.